Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose was 471 mg/dl. The current blood glucose level was 319 mg/dl. Customer had symptoms like vomited large ketones. The customer treated with manual injection for high blood glucose. Customer stated that the drive support cap was normal. Customer also stated that the insulin pump had a no delivery alarm. Troubleshooting was performed for no delivery and it observed that the insulin was exited. The customer declined troubleshooting for high blood glucose. The product will not return for analysis.